Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. The pink slide insert was visible through the top housing viewing window. Pod download data showed that it completed first and second priming, and the device got deactivated by the user after 3679 pulses. After investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. After investigating the pod, no damage or tear was found along the complete fluid path that would cause any leakage of insulin from the pod. No damages or defects were found that would cause a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod their blood glucose level had rose to between 350 mg/dl and 400 mg/dl and the pod was leaking during wear. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient administered a manual correction if insulin via pen injection.